Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level as a result of the issue. The customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any issues persisted.